Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/30/2014: contamination of the keypad button contacts and a dim, faded, discolored display.

Manufacturer narrative:
Submitted: 06/17/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on testing, all the keypad buttons were responsive. The keypad cover was removed for investigation and revealed contamination on the contacts of the contrast, up arrow and down arrow keypad buttons. The display screen was noted to be dim, faded and discolored.